Manufacturer narrative:
(B)(4). The customer decided not to have the ventilator repaired.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported condition. To address the failure, the se discovered the lower display cable damaged; the ventilator requires a liquid crystal display (lcd) panel.

Event description:
It was reported that an 840 ventilator's lower display was erratic. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.